Event description:
I have worn contacts for over 36 years. My eye doctor switched me to accuvue oasys in 2009. Since that time I have seen three -3- doctors that diagnosed me with pink eye, chemical burns in my eye and swollen cornea and impaired vision. I have been on eye drops and doctor visits since that period of time and my original eye doctor said that I must be having a reaction to the material of the oasys contacts. I looked up numerous post online and have seen hundreds of people with the same complaints about the same contacts. I feel that this should be seriously looked into since it is causing visual impairment with people. I am hoping my impairment is temporary and not permanent. I have since switched back to my old contact prescription which I will start wearing once my eyes heal. Please, please look into this matter, thanks... Dates of use: 2009. Diagnosis or reason for use: vision. Event reappeared after reintroduction: yes.